Manufacturer narrative:
Carefusion complaint number: cus-26597-exp (B)(4). Results of investigation: this unit was serviced by a carefusion authorized service technician. The service technician replaced the flow valve to address the customer's reported issue and shipped the defective flow valve to carefusion for failure analysis. Failure analysis: carefusion was able to verify the reported issue. During testing and evaluation, the flow valve failed the flow valve assembly test procedure for delivering a higher narrow flow. Visual inspection did not reveal any anomalies. Carefusion scrapped the flow valve after failure analysis. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit was delivering a higher amount of tidal volume than expected. It is unknown at this time whether there was any patient involvement associated with this complaint.